Event description:
Customer states "light is dimming and increasing". No injury or delay was reported. This is being reported as the customer reported the problem prior to the voluntary recall of the device.